Event description:
It was reported that revision surgery was performed due to pain in (B)(6) 2008. The device was originally implanted in 2005. Only the resurfacing femoral femoral head was removed, the acetabular cup remained implanted.

Manufacturer narrative:
The devices involved were not returned to the manufacturer for analysis. An independent research facility has provided a copy of the report to the manufacturer, but the devices will not be returned. We have selected evaluation codes based on the available information within this report.

Manufacturer narrative:
This event is related to MDR# 3005477969-2010-00151.